Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The customer's mother alleged the cartridges she had from a particular box were defective. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.